Manufacturer narrative:
Results: the ace68 was kink approximately 3.0 cm from the hub, just distal to the strain relief. Conclusions: evaluation of the returned ace68 revealed a proximal kink on the device. This was likely a result of the reported mishandling by the hospital technician during preparation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technician inadvertently broke the penumbra system ace 68 reperfusion catheter (ace68) at the hub. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new ace68.